Event description:
Reportedly, the medical team asked why the longevity estimation is only "7-10 years" just after the device implantation.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Provided data have been analyzed and estimation of the longevity has been performed : on the data file dated of (B)(6) 2023, the projected time to rrt calculated by the programmer is 114.4 months, i.e. 9.5 years (which corresponds to 7-10 years displayed). This predicted longevity is consistent with the operating conditions of the device. No issue is suspected on the subject pacemaker.